Event description:
A malfunction alarm with code 13 was reported for a pump that could not be reset. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.